Event description:
Complication in site preparation (hard bone), no thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, inadequate bone quality/quantity, pain, swelling.